Event description:
A report was received that the patient's ipg was not holding a charge. It was also reported that the patient recently had surgeries to replace the hardware in her back that got infected with (B)(6). The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient's ipg was not holding a charge. It was also reported that the patient recently had surgeries to replace the hardware in her back that got infected with (B)(6). The patient was doing well postoperatively.